Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson &; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this reported complaint and the product was manufactured per specification. The product was manufactured on february 2, 2019. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, and ethnicity and race was not provided for reporting. This report is for listerine cool mint extra wide waxed floss 45yd can. Lot # 04519d and UDI # (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA (reach j&j dentotape mint 45yd USA 381370093282). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA (reach j&j dentotape mint 45yd USA 381370093282). Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident involved a male consumer using listerine cool mint waxed dental floss extra wide (lot 04519d). The consumer¿s weight was (B)(6) pounds and height was 5 feet, 10 inches. He did not have any allergies and was not taking any medications. The consumer provided brain injuries as relevant medical condition/history, but no details were provided. The consumer had been a long-term user of listerine cool min waxed dental floss extra wide and he liked the product. He had been flossing once or twice a day. On 03-mar-2020, the consumer reported that he read the instructions on how to use the floss 2 or 3 days earlier. He stated that by following the instructions, he inadvertently removed a tooth filling. He did not treat the affected tooth and did not contact an hcp. He did mention having a similar experience in the past but no additional information was provided. The consumer stopped using the device on (B)(6) 2020.